Event description:
It was reported that pump displayed malfunction code and did not reset, with no notable events occurring beforehand and caller declining to provide blood glucose information. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using a prepaid label, and was advised to program settings and reconnect continuous glucose monitor in replacement pump, while technical support arranged shipment of replacement pump within warranty and confirmed shipping address.